Event description:
It was reported that a charging pad and cable for an ilet device were charging abnormally slowly, requiring about a day for a full charge, and the user had experienced similar charging issues previously while the ilet itself held charge normally. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included troubleshooting and education with the user and confirmation that the device operation and alarms were normal. Investigation of this case revealed a suspected malfunction of the external charging accessories, with performance below expected charging capability. It was concluded, based on previously established findings for similar reports, that the cause was accessory malfunction consistent with an issue in the charging pad or cable.